Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain of female') in a 42-year-old female patient who had essure (batch no. B09704) inserted for female sterilization. The patient's medical history included endometrial ablation (novasure, for menorrhagia) on (B)(6) 2013, endometriosis in 2001, polycystic ovaries in 1999, pelvic pain female and menorrhagia. Previously administered products included for an unreported indication: mirena from 2011 to 2012. Past adverse reactions to the above products included menorrhagia with mirena. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (subtotal abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient did have an attempt at essure sterilization, but this was only successful on the right side, on the left the coil refused to pass down the tube and curled up on itself and was removed. She also had menorrhagia and had an endometrial ablation at the same time with left-sided tubal ligation as the essure procedure could not be completed. Accordingly, she went a laparoscopy bilateral filshie clip occlusion of the tubes. Dr. Understands that this lady's pain is more likely to be due to endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: indication: right iliac fossa discomfort comparison with: report of CT ivu (B)(6) 2016. Findings: minimal atelectasis changes at the lung bases. No pleural effusion abdomen and pelvis mildly bulky bilateral adrenal glands. The liver, spleen, pancreas, kidneys are within normal limits, allowing for simple cysts. There is no evidence of size-significant retroperitoneal or mesenteric lymphadenopathy. No evidence of ascites. Faecal loading; mild sigmoid diverticulosis. Otherwise normal appearances of the serosal surface of the unprepared bowel loops with no evidence of bowel obstruction or perforation. No evidence of appendicitis. Comment: mild sigmoid diverticulosis. Prominent bilateral ovaries may be physiological. Otherwise no sinister underlying pathology is demonstrated, up to the limitation of unprepared bowel study. Gynaecological examination - on (B)(6) 2017: patient reviewed all her x-rays and it would appear that she was sterilized used a combination of essure and filshie clip on the basis that they managed to insert the essure on the right but not on the both side so they proceeded to laparoscopic sterilization. Her pain is more right side so there is possibility she could be getting pain following the essure although obviously even with a hysterectomy. Laparoscopy - on (B)(6) 2017: findings: normal sized mobile uterus previous t/l to each tube. Noted ovaries normal puckering with endo left ovarian fossa procedure: routine entry as per bsge guidelines bipolar to perform salpingectomy, open broad ligament on each side and reflect bladder down uterine sealed. Tubes then removed from uterine specimen. Essure device removed from right tubal remnant uterus cut off cervix additional bipolar to cervical stump and canal specimen removed with morrcellator peritoneal biopsy from left ovarian fossa. X-ray of pelvis and hip - on (B)(6) 2017: pelvis: no bony lesion. No soft tissue abnormalities. Sterilization clips noted. There is a linear metallic density seen near the right sterilization clip as was also seen in the previous CT dated (B)(6) 2016. Anteverted uterus which appears normal in size, shape and echotexture. There is a right sided essure sterilization clip noted. Normal appearance of the endometrium which has an ap diameter of approx. 3.4 mm. Left ovary contains an avascular, heterogeneous cyst measuring approx. 30x29x28 mm. Appearances are suggestive of hemorrhagic cyst. Right ovary contains a predominantly simple cyst containing an area of internal echoes clot measuring 27x32x24 mm. No vascularity demonstrated with doppler. No free pelvic fluid. The urinary bladder contours normally. Concerning the injuries reported in this case, the following one was described in patient's medical records:  pelvic pain. Lot number: b09704 manufacturing date: 2013/03 expiration date: 2016/03/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: with follow up received via lawyer, this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain of female') in a 42-year-old female patient who had essure (batch no. B09704) inserted for female sterilization. The patient's medical history included endometrial ablation (novasure, for menorrhagia) on (B)(6) 2013, endometriosis in 2001, polycystic ovaries in 1999, pelvic pain female and menorrhagia. Previously administered products included for an unreported indication: mirena from 2011 to 2012. Past adverse reactions to the above products included menorrhagia with mirena. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (subtotal abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient did have an attempt at essure sterilization, but this was only successful on the right side, on the left the coil refused to pass down the tube and curled up on itself and was removed. She also had menorrhagia and had an endometrial ablation at the same time with left-sided tubal ligation as the essure procedure could not be completed. Accordingly, she went a laparoscopy bilateral filshie clip occlusion of the tubes. Dr. Understands that this lady's pain is more likely to be due to endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: indication: right iliac fossa discomfort comparison with: report of CT ivu (B)(6) 2016 findings: minimal atelectasis changes at the lung bases. No pleural effusion abdomen and pelvis mildly bulky bilateral adrenal glands. The liver, spleen, pancreas, kidneys are within normal limits, allowing for simple cysts. There is no evidence of size-significant retroperitoneal or mesenteric lymphadenopathy. No evidence of ascites. Faecal loading; mild sigmoid diverticulosis. Otherwise normal appearances of the serosal surface of the unprepared bowel loops with no evidence of bowel obstruction or perforation. No evidence of appendicitis. Comment: mild sigmoid diverticulosis. Prominent bilateral ovaries may be physiological. Otherwise no sinister underlying pathology is demonstrated, up to the limitation of unprepared bowel study. Gynaecological examination - on (B)(6) 2017: patient reviewed all her x-rays and it would appear that she was sterilized used a combination of essure and filshie clip on the basis that they managed to insert the essure on the right but not on the both side so they proceeded to laparoscopic sterilization. Her pain is more right side so there is possibility she could be getting pain following the essure although obviously even with a hysterectomy. Laparoscopy - on (B)(6) 2017: findings: normal sized mobile uterus previous t/l to each tube. Noted ovaries normal puckering with endo left ovarian fossa procedure: routine entry as per bsge guidelines bipolar to perform salpingectomy, open broad ligament on each side and reflect bladder down uterine sealed. Tubes then removed from uterine specimen. Essure device removed from right tubal remnant uterus cut off cervix additional bipolar to cervical stump and canal specimen removed with morrcellator peritoneal biopsy from left ovarian fossa. X-ray of pelvis and hip - on (B)(6) 2017: pelvis: no bony lesion. No soft tissue abnormalities. Sterilization clips noted. There is a linear metallic density seen near the right sterilization clip as was also seen in the previous CT dated (B)(6) 2016. Anteverted uterus which appears normal in size, shape and echotexture. There is a right sided essure sterilization clip noted. Normal appearance of the endometrium which has an ap diameter of approx. 3.4 mm. Left ovary contains an avascular, heterogeneous cyst measuring approx. 30x29x28 mm. Appearances are suggestive of hemorrhagic cyst. Right ovary contains a predominantly simple cyst containing an area of internal echoes clot measuring 27x32x24 mm. No vascularity demonstrated with doppler. No free pelvic fluid. The urinary bladder contours normally. Concerning the injuries reported in this case, the following one was described in patient's medical records:  pelvic pain. Lot number: b09704; manufacturing date: 2013/03; expiration date: 2016/03/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain of female') in a (B)(6) year old female patient who had essure (batch no. B09704) inserted for birth control. The patient's medical history included endometrial ablation (novasure, for menorrhagia) on (B)(6) 2013, endometriosis in 2001, polycystic ovaries in 1999, pelvic pain female and menorrhagia. Previously administered products included for an unreported indication: mirena from 2011 to 2012. Past adverse reactions to the above products included menorrhagia with mirena. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (subtotal abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient did have an attempt at essure sterilization, but this was only successful on the right side, on the left the coil refused to pass down the tube and curled up on itself and was removed. She also had menorrhagia and had an endometrial ablation at the same time with left-sided tubal ligation as the essure procedure could not be completed. Accordingly, she went a laparoscopy bilateral filshie clip occlusion of the tubes. Dr. Understands that this lady's pain is more likely to be due to endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen on (B)(6) 2017: indication: right iliac fossa discomfort comparison with: report of CT ivu (B)(6) 2016. Findings: minimal atelectasis changes at the lung bases. No pleural effusion abdomen and pelvis mildly bulky bilateral adrenal glands. The liver, spleen, pancreas, kidneys are within normal limits, allowing for simple cysts. There is no evidence of size-significant retroperitoneal or mesenteric lymphadenopathy. No evidence of ascites. Faecal loading; mild sigmoid diverticulosis. Otherwise normal appearances of the serosal surface of the unprepared bowel loops with no evidence of bowel obstruction or perforation. No evidence of appendicitis. Comment: mild sigmoid diverticulosis. Prominent bilateral ovaries may be physiological. Otherwise no sinister underlying pathology is demonstrated, up to the limitation of unprepared bowel study. Gynaecological examination on (B)(6) 2017: patient reviewed all her x-rays and it would appear that she was sterilized used a combination of essure and filshie clip on the basis that they managed to insert the essure on the right but not on the both side so they proceeded to laparoscopic sterilization. Her pain is more right side so there is possibility she could be getting pain following the essure although obviously even with a hysterectomy. Laparoscopy on (B)(6) 2017: findings: normal sized mobile uterus previous t/l to each tube. Noted ovaries normal puckering with endo left ovarian fossa procedure: routine entry as per bsge guidelines bipolar to perform salpingectomy, open broad ligament on each side and reflect bladder down uterine sealed. Tubes then removed from uterine specimen. Essure device removed from right tubal remnant uterus cut off cervix additional bipolar to cervical stump and canal specimen removed with morrcellator peritoneal biopsy from left ovarian fossa. X-ray of pelvis and hip on (B)(6) 2017: pelvis: no bony lesion. No soft tissue abnormalities. Sterilization clips noted. There is a linear metallic density seen near the right sterilization clip as was also seen in the previous CT dated (B)(6) 2016. Anteverted uterus which appears normal in size, shape and echotexture. There is a right sided essure sterilization clip noted. Normal appearance of the endometrium which has an ap diameter of approx. 3.4 mm. Left ovary contains an avascular, heterogeneous cyst measuring approx. 30x29x28 mm. Appearances are suggestive of hemorrhagic cyst. Right ovary contains a predominantly simple cyst containing an area of internal echoes clot measuring 27x32x24 mm. No vascularity demonstrated with doppler. No free pelvic fluid. The urinary bladder contours normally. Concerning the injuries reported in this case, the following one was described in patient's medical records:  pelvic pain. Lot number: manufacturing, date: 2013/03, expiration date: 2016/03/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: reporter information updated. Date of birth, age group, indication of essure and date of essure removal surgery added, case upgraded to serious incident. Medical history and lab tests updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.